Event description:
Healthcare professional (hcp) reported a clinical patient was injected sometime in the neck lines with juvéderm® volite¿. The patient experienced non device related hemorrhoid. Ten days later, patient was treated with diosmin tablets. About three weeks later, patient experienced non device related allergic rhinitis and was treated with nasal allergy mixture and kanggan mixture. The event resolved one week later. Two days later, patient experienced non device related cough and was treated with compound pseudoephedrine hydrochloride oral solution, loratadine tablets, feining mixture, suhuang zhike capsule, qianglipipalu, levofloxacin tablets. The event resolved two weeks later. Two weeks later, patient experienced non device related chronic gastritis and was treated with qingyou yangwei capsules. The event resolved about one month later. Four days later, patient experienced non device related swollen lymph nodes and was treated with xuanfei zhicough mixture, and xiaofeng chongji. The event resolved one week later. About two and a half months later, patient experienced non device related sinusitis and was treated with sinupret oral drops, shenmei buccal tablets, huantingwan, and biyuan mixture. The event resolved five days later. Ten days later, patient experienced non device related acute pharyngitis and was treated with clarithromycin sustained release tablets. The event resolved about one week later. About one month later the patient experienced non device related nodular lesions in the left lobe of the thyroid gland and hypoechoic nodules in the left mammary. The patient was treated with xiaoluowan, but these last two event are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of swollen lymph nodes due to acute pharyngitis, deemed not device related is considered an unexpected adverse drug experience.